Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with unresponsive act button due to flattened dome switch. No button error alarm noted. The insulin pump was unable to perform the displacement due to no button response. The insulin pump was received with cracked reservoir tube lip, minor scratches on display window, cracked case on display window corner, cracked battery tube threads, scratched reservoir tube window, cracked belt clip slot and cracked display window.

Event description:
Customer's parent reported via phone call that the insulin pump alarmed button error during a bolus attempt. They tried changing the battery but alarm is recurring. Blood glucose value was 18 mmol/l. It was advised to discontinue the use of the device and revert to a back a plan. It was advised the insulin pump would be replaced and agreed to return the product for analysis.